Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements which led to a six second period of asystole. Surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.